Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02241. It was reported the patient was experiencing high impedance on all lead contacts except for one due to weight loss. As a result, surgical intervention occurred on (B)(6) 2020, wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
B3: date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's leads were fractured due to the ipg being flipped in the pocket causing the high impedance. During the same surgery, the ipg was explanted and replaced as documented in related manufacturer reference number 3006705815-2020-02477.